Event description:
During a follow-up in clinic, loss of capture was observed on right ventricular (rv) lead. Technical support was contacted and recommended reprogramming to resolve event. Reprogramming has been performed to resolve the event. The patient was stable.